Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No noise was noted on the electrogram (egm). Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker, right ventricular (rv) and right atrial (ra) leads exhibited noise that was oversensed. The oversensing led to pacing inhibition, but no asystole greater than 2 seconds, and inappropriate mode switching. A revision procedure was performed where the rv and ra leads were surgically abandoned and the pacemaker was explanted. The patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p) with new leads. No additional adverse patient effects were reported.